Event description:
It was reported that diagnostic report showed high impedance following a fall. As such, patient was unable to set the ipg into MRI mode. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead was complete and did not pass the functional test due to broken wire on electrode 2 was found. That will cause the reported event. DHR review completed with no associated issue identified. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.